Event description:
It was reported that the customer experienced hyperglycemia. Blood glucose level was 25.1 mmol/l. Customer stated that the insulin pump did not allow them to calibrate. Insulin pump will not be returned for analysis. Frn-unknown-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.